Event description:
The following information was reported: (1) homecare provider (hcp) filled a portable unit from the h-36. (2) after fill, the quick connect on the h-36 did not close and leaked liquid oxygen. (3) hcp stopped the leak. (4) no injury or property damage occurred.